Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ deflation: observed opening on the posterior side assessed as fold flaw opening. As per the investigation procedure, creases, wear abrasion and particles were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions.

Event description:
Patient reported left side "just ruptured. I was just recently diagnosed with pckd and anemia" and "implant expelled." The report of "I was just recently diagnosed with pckd and anemia" is not considered to be device related. Healthcare professional later confirmed a deflation. Healthcare professional also reported "hole in radius (edge)." Device has been explanted and replaced.

Event description:
Healthcare professional later confirmed a left side deflation. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported left side "deflation and was just recently diagnosed with pckd and anemia". The report of "was just recently diagnosed with pckd and anemia" is not considered to be device related. Device remains implanted.